Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: poly-traumatized pt was implanted on (B)(6) 2012 for a "communitive" fracture of the left femur (diaphyseal and distal with articular splint). Pt was also operated on a right tibial fracture and a "communitive" fracture of the left foot. A clp df plate was used on left femur. Pt returned for a follow up visit, date unk, and has a pseudarthrosis of the left articular femur. Pt is scheduled for removal of the plate and will be revised to a condylar plate, bone graft and norian drillable cement. No date of surgery has been given at this time.

Event description:
Patient was returned to the or on (B)(6) 2012 for revision surgery and removal of hardware. The removed implants were disposed of by the surgeon.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as no product was received.